Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly also; moisture damage was found the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a21 alarm and a13 alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump alarmed for watchdog time out. The customer states the device had a constant tone. The customer's blood glucose level at the time of incident was unknown. The customer also received unexpected restart alarm after inserting new battery. The customer states the keypad was not responding when attempting to clear the alarms. The customer also states there is damage to the dome label. The customer was advised the pump would have to be replaced and returned for analysis.